Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blue foreign material found in the nozzle could not be identified and root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair for the air being blocked and not inflating well during reprocessing in the automatic endoscopy reprocessor (aer). The device failed in the aer reprocessing cycle with the error of pressure to high in channel 1. There is no patient involvement. Upon evaluation of the returned device, it was observed that there was blue rubber-like foreign material protruding from the device nozzle and blocking the nozzle. This is attributed to failure to clean adequately. The device failed the air and water volume in the channel due to the blocking of the nozzle. The water flow and water removal were also not to specification due to the blocking of the nozzle. This medwatch is being submitted for the reportable issue of presence of foreign material blocking the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device was previously repaired in august 2022 for the issue of brush stuck in lumen and returned to original equipment manufacturer (OEM) specifications. A full technical evaluation was completed in accordance with the OEM specification. It was observed that there was blue rubber-like foreign material protruding from the device nozzle. This is attributed to failure to clean adequately. This material did not originate from the device. The device failed the air and water volume in the channel due to the blocking of the nozzle. The water flow and water removal were also not to specification due to the blocking of the nozzle. Other observations for the device: distal end adhesive is lifting; water ingress in scope connector; up/down angle has play and is not to specification; and the electrical safety test failed. A comprehensive leakage check was completed, the device was not leaking. An intermediate repair is required to return the instrument to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.